Manufacturer narrative:
Evaluation summary: a visual inspection of the returned device was completed. This revealed many impact marks on the knurl and confirmed that the end fractured off. The damage to the device indicates that the surgical technique being used may not be correct. Given the many factors that may have influenced this failure, the exact cause of the damage cannot be determined. Evaluation: device history records indicate all components were manufactured and inspected to specifications.

Event description:
It is reported that the impactor fractured. The fractured piece remains in the patient.